Event description:
It was reported that when the operator filled the medication cassette with liquid, some of the liquid leaked from the gap between the tube and the connector. The event occurred during priming; therefore, there was no patient involvement.

Manufacturer narrative:
(B)(6). B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.